Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "during case pull, thumb button on plunger was noticed to have partially separated from plunger stem."